Event description:
Customer reported via phone call that they have cracks on screen. The blood glucose reading is 78 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No belt clip received with unit. No unexpected failed battery test alarms noted. The insulin pump was received with cracked and bleeding lcd glass noted. The insulin pump was unable to perform displacement test, operating currents measurements and off no power test due to lcd damage. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.